Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after eating without a meal announcement, during which the ilet administered insulin via its correction algorithm and the glucose peaked at 237 mg/dl before trending downward during the call. Symptoms included shakiness. Outcomes included no prolonged out-of-range duration, no alerts from the device, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding missed meal announcement and how the correction feature manages rising glucose. Investigation of this case revealed no device malfunction and that the event was consistent with expected device behavior when a meal announcement is missed. It was concluded, based on previously established findings for similar reports, that the cause was user-related (missed meal announcement) with appropriate device performance.